Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events (bleeding and patient expiration) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to an abdominal aortic aneurysm. The patient had been hospitalized on (B)(6) 2021 due to suspected ruptured abdominal aortic aneurysms. On (B)(6) 2021 a stent was placed. On (B)(6) 2021 there was another abdominal aortic aneurysm ruptured again. It was reported that the device performed as expected and will not be returned for evaluation as no autopsy was performed and the device was not explanted for evaluation.